Manufacturer narrative:
Date of event: (B)(6) 2016.

Event description:
The manufacture's field service engineering (fse) reported that the backup battery was not working. There was no patient involvement.